Event description:
It was reported that several hours post-implant it was noted that the lead had perforated the patient which caused tamponade. A pericardial drain was performed and the lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.